Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Event description:
Boston scientific crm received information that this device was explanted due to normal battery depletion. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue. No adverse patient effects were noted.